Event description:
During preventive maintenance testing at the user facility, the device delivered more than expected. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.